Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was alerting due to a lead issue. It was further reported that the alarm was programmed off, but the alarm started again shortly after. The lead remains in use. No patient complications have been reported as a result of this event.